Manufacturer narrative:
E1: establishment name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the ultrasound gastrovideoscope had tissue adhesive from a procedure blocking the instrument channel of the scope. The event occurred during service or maintenance of the device. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed; it was additionally reported that the device was only rinsed and not reprocessed in full prior to returning for evaluation. A root cause could not be identified. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: reprocessing was not completed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information provided by the customer.